Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to confirm battery cap contact missing damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms alerts were noted. No power error 25 and low battery alert recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 14:21:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 23:52:00.000 (B)(6) 2023 00:02:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:23:00.000 (B)(6) 2023 00:33:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:44:24.000 (B)(6) 2023 00:44:35.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Power loss alarm was expected since the pump reset due to battery backup depletion. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 14:58:14.000 alarmalertnotification faultnumber no delivery (7) during bolus delivery. (B)(6) 2023 20:08:36.000 alarmalertnotification faultnumber no delivery (7) during bolus delivery. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:34:03.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:34:03.000 (B)(6) 2023 00:43:38.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:43:55.000 there were no pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted after battery insertion. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected due to power loss alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case . Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value unknown at the time of the event. The customer was admitted to the hospital. Troubleshooting was performed and found the pump turning off because the battery cap metal piece on it was loose. The customer was not using the pump within 48 hours of the event. It was unknown whether the auto mode feature was active or not. No further patient complications were reported.  It was unknown whether the customer will discontinue the use of the insulin pump and the device will be returned for analysis.